Event description:
Hcp reported "pt believed to have catheter fracture near where catheter comes out of spine. X-ray dye injected in catheter at office prior to surgery." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.